Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure, as the spr was removing a swab from the trocar, the entire seal system became detached from the housing. Procedure prolonged five minutes. Another device was used to complete the procedure. There were no adverse consequences for the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.